Event description:
A (B)(6) customer purchased a us contour next ez through a (B)(4) website. The meter was expected to be returned for investigation. No adverse event was alleged.

Manufacturer narrative:
The returned meter was confirmed to be a us meter. The fist consignee could not be determined. It is likely that the meter was made available on (B)(6) website after it left bayer's control.